Manufacturer narrative:
Pump had cracked end cap, case at display window corners, battery tube threads, belt clip slot and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump is damaged and the corner of the pump is cracked off. Customer's blood glucose was 158 mg/dl at the time of incident. Troubleshooting found that the pump cannot be rewound. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.